Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional check. Visually inspected the pump. Battery loss alarm test executed / passed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions will be taken.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump was found shut off, and no info about alarm available. It was reported that the cassette was changed on (B)(6) 2021 at 8pm, and when nurse came back on (B)(6) 2021 at 8pm, the pump was off for about 7hours (27 ml of medication found instead of 16ml. Flow rate 1,4ml/h). Reported that the nurse was able to switch the pump back on with no issue. It was reported that the patient experienced fatigue, shortness of breath, and leg pain. No additional adverse effects reported.